Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), headache ("headache") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, migraine, back pain, vaginal haemorrhage, headache and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter information, patient demographic and events headache, menorrhagia were added,removal details surgery hysterectomy updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud and oral contraceptive nos. On (B)(6)2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia/bleeding menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), abdominal pain lower ("excessive cramping"), abdominal pain ("chronic abdominal pain"), migraine ("migraine headache"), back pain ("lower back pain") and headache ("headache"). The patient was treated with surgery (vtotal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain, vaginal haemorrhage, headache and menorrhagia outcome was unknown and the dysmenorrhoea, dyspareunia and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test(s) conducted: device implanted correctly. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received : reporter added, events onset date added, events migraines , dysmenorrhea , dyspareunia outcome updated, historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), back pain ("lower back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, migraine, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.